Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A visual inspection revealed the device was returned outside of original packaging. The suture and anchor was returned attached to the handheld instrument. The anchor threads have been stripped from device and the tip of the anchor has become fractured. The suture appears discolored. No visible damage to the shaft or handle of the device. A functional evaluation revealed the anchor and suture could be removed from the device as intended. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during shoulder arthroscopy procedure, inside the patient, the color of the healicoil sa pk 5.5mm w/3 ub bl cbbl lt was strange and it was easily broken. The procedure was finished with the same device. Surgical delay less than or equal to 30 minutes. Patient injuries were not reported.